Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate did not flow during infusion. The device had been filled with 2000mg flucloxacillin. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
He lot was manufactured between december 21, 2017 - december 22, 2017. The device was received for evaluation containing approximately 15 ml of fluid in the bladder. Visual inspection on the device via the naked eye noted excess white drug precipitate deposited inside the bladder. When the luer cap was removed, the drug fluid was observed to be dripping extremely slow. A functional flow rate test was performed and the flow rate was not within the product specification rate. The reported condition was verified. The cause of the slow flow problem was due to the excess drug precipitate. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.